Manufacturer narrative:
H3: device evaluation: lens was returned in microcentrifuge vial with moisture. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specification. Claim #(B)(4).

Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk. This product is not marketed in the us. (B)(4). Claim # (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticmo12.6, -16.5/6.0/083 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2021. On (B)(6) 2021 the lens was repositioned due to lens rotation not associated to a low vault but the problem did not resolve. The lens was explanted and a longer length lens was later implanted and the problem resolved. Cause of event was unknown.